Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during installation of the high definition lcd monitor there was no sync to the monitor ¿ no image. This event did not occur during a procedure. The customer wanted instructions on how to set up the monitor. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer was advised to try both sdi inputs of the high definition lcd monitor and change input on the monitor. In both cases, no sync was still present, and the issue was not resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.